Event description:
The patient called to report that they were told their device was "dead". It was further reported from information obtained from follow up that the clinic was unable to interrogate the device and there were no reading on the wand. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and the analysis was inconclusive and incomplete.

Event description:
The patient called to report that they were told their device was "dead". It was further reported from information obtained from follow up that the clinic was unable to interrogate the device and there were no readings on the wand. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned and the analysis was inconclusive and incomplete. Due to battery depletion, no save to disk could be retrieved from the device. Destructive analysis of the battery identified a battery separator tear.